Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranged from 318 mg/dl to displayed as "high"; however, specific value was not provided. Cause was not known. Customer changed infusion set and cartridge to address bg. Reportedly, the customer was using off label insulin (lyumjev) within the pump supplies. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.